Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the system switched itself off during a surgical procedure. There was no system message displayed. Procedure details and patient impact are not known. Additional information has been received. It was confirmed the system shut itself down during "purging". It was impossible to switch it back on simply with the on/off button. It was necessary to unplug it to be able to turn it on again later. The procedure was initiated and completed. There was no patient involvement.